Manufacturer narrative:
The reported event was addressed with phone support. The customer resolved the reported issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer switched from a 0-degree endoscope to a 30-degree endoscope and had a flipped image. Before the technical support engineer (tse) was able to instruct the customer, they resolved the issue. The procedure was completed as planned with no reported injury.